Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: returned for evaluation is the delivery system with the filter lodged inside the introducer sheath. The introducer sheath was also returned cut approximately 9.6cm from the sheath hub. The sheath hub was returned attached to the storage tube. The pusher wire was returned cut and without the pusher handle. The tuohy-borst was returned tight in place. The dilator was not returned. No other visual anomalies were identified. Functional/performance evaluation: the tuohy-borst was loosened and with slight resistance the pusher wire was advanced through the sheath allowing for the filter to advance forward with slight resistance. The deployed filter exhibited 6 arms and 6 legs present and intact. In addition the introducer sheath hub was sliced open longitudinally and although no gap was identified between the sheath and hub, inner skiving was located between the hub and sheath. No other anomalies were identified. Medical records review_ image/photo review:medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for filter failing to advance through the introducer sheath. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current meridian filter IFU (instructions for use) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the delivery sheath and could not be deployed; therefore, the filter and delivery system were exchanged for a new vena cava filter that was prepped and deployed successfully. There was no reported patient injury.